Event description:
Pt was experiencing increased pain, and physician decided to replace the catheter. At explant, the physician could not retrieve part of the distal portion from the intrathecal space. A new catheter was implanted and functioning normally.

Manufacturer narrative:
12/17/1997: g1-manufacturing site information corrected and provided.